Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(4) implant research center. Medical records and x-rays were not provided to stryker for review due to (B)(4) restrictions at reporter's institution. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The arthroplasty was revised due to instability and tibial loosening. The components were implanted in situ for approximately 5.1 y. The femoral and tibial components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.